Manufacturer narrative:
On july 2nd we have received this additional information: the patient has decided not to have any revision as he is not experiencing any problems. Batch review performed on 03 july 2019: lot 144269: (B)(4) manufactured and released on (B)(4) 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with a similar reported event.

Manufacturer narrative:
Additional information provided by the agent on (B)(4) 2019: the surgery has not been performed yet. The plan is to remove the loose screw. Clinical evaluation performed by medacta medical manager: during 4 year follow-up, radiographic images show the presence of a loosened insert screw. This event may be caused by insufficient tightening torque but this cannot be confirmed. Immediate removal and visual inspection of articular surfaces is strongly recommended. No negative consequences should be expected for the patient or the duration of the implant, which can work properly even in the absence of the insert screw.

Event description:
On (B)(6) 2019 we were informed about a patient who will need an arthroscopic removal of the inlay locking screw, after about 4 years from implantation, due to screw unscrewing. Patient is not having any pain.